Manufacturer narrative:
B5: no additional information received from customer. D8: additional information d9: additional information g1: correction h2: additional information, device evaluation, correction h3: additional information h4: additional information h6: additional information this report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event was caused by improper sequential the seal cycle activation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the powerseal 5mm, 37cm, curved jaw sealer & divider had a seal and cut error. This malfunction occurred during a therapeutic gastrectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.